Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was died on thursday and since they had high blood glucose. Customer's blood glucose level was 200 mg/dl. Customer decline to troubleshoot for high blood glucose but treated with bolus using the insulin pump. Customer also stated he got failed battery test on his insulin pump and decline to troubleshoot for it. Customer reported that he need to assistance regarding password reset. Customer was assisted for reset password. No further assistance required. Insulin pump will not be returned for analysis.